Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient suffered a modular neck breaking. On (B)(6) 2016 removal of plant and plant of revision stem lima and head biolox delta 36m.